Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-12264. It was reported the patient was scheduled to have her scs system explanted due to a suspected infection. Follow-up identified the patient's scs system was removed. Reportedly, during the procedure the physician drew viscous fluid from the area to the left of the spine.

Event description:
Device 1 of 2. Reference MFR report 1627487-2015-12264. It was reported the patient will receive IV antibiotics for at least 6 weeks post explant. It was reported the physician took cultures which confirmed an infection, but was unable to trace it back to the scs system. It was noted the patient continues to have some fluid retention but no erythema.

Manufacturer narrative:
UDI(di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.